Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the unit returned has a damage in the femoral marker. Impedance testing shows an electrical open at proximal wave form.. During image characterization testing, no image appeared in the ilab system . In order to inspect for imaging core windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from hub. Broken drive shaft and ic windup were found within the telescope section of the device. Windup were encountered in the double heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on the device analysis completed on 04-mar-2016. It was reported that lost image occurred. The target lesion was located in the moderately tortuous and moderately calcified artery. It was noted that no problem had been found during preparation. However, image was lost during the third pull-back. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a damage at the femoral marker/marker flakes off.